Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during an inspection test of the autopulse platform (sn: (B)(4)), the display was difficult to view. According to the reporter, the led bulb does not work. There was no patient involvement.

Manufacturer narrative:
The customer complaint was confirmed during visual inspection of the returned autopulse platform (sn: (B)(4)). To remedy the issue, the loose lcd screen backlight cable was plugged in and secured. Upon receiving the platform, (unrelated to the reported complaint) the front enclosure was found damaged. After the cable was secured, the platform passed functional testing with no faults found. Review of the retrieved archive data found no significant discrepancies related to the reported complaint. Upon customer approval, the front enclosure will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).